Manufacturer narrative:
Integra completed its internal investigation 8/25/2015. The investigation included: method: DHR review. Complaint trend. Visual inspection. Results: DHR review was completed for cusa excel handpiece serial number (B)(4) date of manufacture: dec-2013. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. Based on the complaint description, it can be concluded that the complaint incident is a failure of the cusa excel handpiece to perform its intended function with no specified failure, thus handpiece not working. A minimum of 12 months review was completed using the following key words ¿hp not working¿ and a root cause ¿faulty transducer¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 16-apr-2014 to 18-aug-2015. A total of (B)(4) complaints contained the search criteria. A CAPA was opened to collate, investigate and correct failures encountered with (B)(4) devices related to transducer issues. The reported failure was confirmed. During investigation, it was observed that the transducer had low power. As part of the repair, faulty transducer, the handpiece housing and o-rings were replaced. Replaced transducer serial number is (B)(4). The handpiece was calibrated and tested within specification prior to being returned to customer. Conclusion: the failure analysis investigation has concluded the cause of the handpiece not functioning correctly was due to a faulty transducer which had a low power.

Event description:
This is the second of two reports (same distributor, same product ID, different serial numbers, different patients). It was reported that the handpiece did not function correctly during a field service by an integra tech on 4/14/2015. Initially, the distributor identified the console as being responsible for the incident. The dysfunction identified the console as being responsible for the incident. The dysfunction was detected during the procedure. The date of the event was either at the end of (B)(6) 2014 or into the first days of (B)(6) 2014. There was no patient injury reported. The cusa did not work and the doctor did not use it. A 36 khz straight tip was used. The dysfunction increased surgical time to more than one hour. The patient was already under anesthesia when the event occurred. Brain tumor surgery was performed on a (B)(6) female patient. In april 2015, the tech visited the distributor to repair the console. The console functioned correctly but not the handpiece.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.